Event description:
It was reported that the pt stated that he experiences pain getting up out of a chair. He has had this pain for 6-8 months. He has been following up with his surgeon.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.